Event description:
It was reported that a patient experienced a pericardial effusion and cardiac tamponade. During a pulsed field ablation (pfa) procedure, a farawave 2.0 cath 31 mm - us catheter was selected for use. The physician successfully completed transseptal puncture and mapped the left atrium without issues. After the farawave catheter was introduced into the left atrium, the physician wired the left atrial appendage (laa) multiple times and unsheathed the farawave prior to wiring the left superior pulmonary vein (lspv). While ablating the left pulmonary veins, the patient's mean arterial pressure was noted to be in the 50s to 60s. The anesthesiologist provided hemodynamic support while ablating the right pulmonary veins. During ablation anterior to the right veins, left atrial access was lost, and the physician observed a drop in the patient's blood pressure from the 60s to the 30s. The physician performed pericardiocentesis. The patient was cardioverted, and the heart rate was noted to be tachycardic at 120 bpm. Blood was drained from the pericardium, and blood transfusion was administered. A transesophageal echocardiogram (tee) revealed that the pericardial effusion was not resolving. The patient was transferred to the operating room, where a perforation in the left atrium was surgically repaired, and the left atrial appendage was surgically ligated. The patient is expected to fully recover. No device issues were reported. No more information was provided. The device is not expected to be returned for laboratory analysis, as it was disposed of.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.